Event description:
The customer reported that a patient was treated for a chiari malformation. The patient was implanted with duramatrix suturable and duraseal exact was sprayed over it. The patient then had a fall and the physician had to do a 2nd surgery due to a csf leak. The physician stated that the dura patch felt like jelly in the middle but was still sutured all the way around. The dura product was removed and replaced.